Event description:
Patient reported unknown side "seroma." Device status is unknown.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: unknown side ¿seroma¿.